Manufacturer narrative:
Title: laparoscopic treatment of incisional and ventral hernia source: society of laparoscopic & robotic surgeons. Published by the society of laparoscopic & robotic surgeons, doi: 10.4293/js ls.2021.00007 april-june 2021 volume 25 issue 2. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 1, 2001 and december 31, 2017, a retrospective study evaluated outcomes of patients who underwent laparoscopic repair of abdominal wall or incisional hernia using the laparoscopic intraperitoneal onlay mesh technique, in all cases, the procedures were approached laparoscopically, the composite mesh was used and fixed in place with either absorbable tacks on 256 patients, titanium tacks on 1383 patients and sutures or fibrin glue on 29 patients. There were 1777 patients in the study and complications included: intraoperative bleeding and bowel perforation, seroma, hematoma, mesh infection, bowel occlusion, peritonitis and hernia recurrence. Conversion to open and reoperations were reported. Patients with mesh bulging underwent CT scan for diagnoses and reoperation for recurrence. Postoperative pain was measured through both a vrs (verbal rating scale) and an nrs (numeric rating scale). With the vrs score, postoperative pain was absent in 21.2% of patients, mild in 59.5%, moderate in 18.9% and severe in 0.5%. Using nrs categories, patients reported no pain in 20.4% of cases, mild in 61.2%, moderate in 18.0% and severe in 0.5%. The median length of hospital stay was 2 days.